Manufacturer narrative:
An event regarding difficulty removing tibial punches from a scorpio mis tibial punch tower was reported. The event was confirmed. The returned device was in used condition. The front face of the instrument is significantly marked from impaction, especially around the slot through which the tibial punch shaft is passed during assembly in surgery. This damage has deformed the slot which prevented two sample tibial punches from being easily assembled with the complaint device. The noted damage is not consistent with normal use of the device. No further information was requested as there is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. The investigation concluded the disassembly difficulties were related to deformation of the device from impaction damage. The location of the impaction is not consistent with normal use of the device. The root cause is concluded to be user misuse.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that it was difficult to remove the keel punch from the upper space of the keel punch tower smoothly. The surgeon said the upper space of the affected tower was more narrow than the same products which he has used usually.

Event description:
It was reported that it was difficult to remove the keel punch from the upper space of the keel punch tower smoothly. The surgeon said the upper space of the affected tower was more narrow than the same products which he has used usually.